Event description:
Please refer to the initial-report.

Manufacturer narrative:
In the course of manufacturer investigation the received information including the log file has been analyzed. Due to further usage of the device the detailed info log file has been partially overwritten and only contains data between april 2nd, 2020 and april 14th, 2020. Thus the reported date of event ((B)(6) 2020) is not covered with detailed data. The statistical log file (which only counts the number of error codes related to technical as well as software test data) starts in june 2015 and does not indicate entries around the reported date of event. In general the statistical log file is being deleted during preventive maintenance. As entries can be seen dating back to 2015 it is likely that no preventive maintenance has been performed for five years. The given information shows no hint that a technical failure of the ventilator occurred. Generally the ventilator allows to configure the maximum pressure that the device may apply to the patient. Independent from ventilation mode and setting, it limits the maximum applied airway pressure to the user setting of the upper airway pressure alarm limit. If it is not possible to reduce the pressure, the respirator opens the airway system via a safety valve. In addition, an alarm «airway pressure high» will be posted.pressure spikes may occur due to leaks of variable size in the user-assembled breathing hoses or mechanical movement of the hoses. The ventilator is able to detect leakages and to compensate automatically up to a certain extent. If the leakage is larger, the device will generate an appropriate alarm in order to alert the user.concluding no technical failure could be identified that caused the reported problem. There is no indication that the device did not behave as specified.

Manufacturer narrative:
The investigation was started but is not yet concluded; results will be provided in a follow-up report.

Event description:
It was reported that the patient was on assisted ventilation. When drawing water from the circuit, pressure was inoperative. Pneumothorax of the patient was identified, where the user believes the problem is connected to the ventilator (as the equipment had pressure spikes, thus affecting the patient).